Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid-right coronary artery conduit segment (rca). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon initial inflation at 6atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.